Manufacturer narrative:
This crt-d remains in service, so will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. After the physician implanted and tested associated right ventricular (rv) lead, this patient felt sudden syncope. There was no loss of strength. After about 25 minutes that patient partially recovered. A neurologist was then consulted, and there was report of no aphasia or abnormalities. After some time the patient recovered fully. The physician elected to stop the implant procedure. There were no other adverse patient effects reported.